Manufacturer narrative:
Follow-up # 3 (01/10/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a follow up report will be submitted.

Manufacturer narrative:
Follow-up # 2 (12/09/2011) - the retain test strips were tested and they passed testing with no faults found.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultramini meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 11 am. She obtained glucose results of '175 mg/dl' on the subject meter, and '180 and 182 mg/dl' from 2 other different meters (please see related (B)(4)). Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. She stated that she tests her glucose 5x/day and manages her diabetes with lantus and humalog (self adjuster) and due to the alleged issue she denied making any changes to her usual diabetes treatment. The patient claimed that '1 and a half week' before the alleged issue began she felt she was getting some inaccurate high results, which led to the three meter comparisons. She stated based on those results she was 'immediately' administering humalog insulin based on the subject meter results. She claimed on four separate instances '30 minutes' after administering the insulin she felt 'dizzy, nauseated and shaky', which she associated to a hypoglycemic state. In response to her symptoms, she reportedly 'immediately' self treated with food and drink. The very last time this event happened was on (B)(6) 2011, and ate a candy bar at 10 am, which she reported made her feel better. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the meter set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.